Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient turned stimulation off at night and she could tell when she turned stimulation back on in the morning because she got a tingling in her lip. Other than that, she could not tell the difference. It was reported the tingling started "after she had it for a while then after a while it left" (stopped happening).